Event description:
It was reported that the implantable pulse generator (ipg) was interrogated at the time of implant and not used because the battery showed 2.81v. The physician opted to use a different device for the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.